Manufacturer narrative:
Additional information received: during the procedure while using the reliant balloon it was reported approximately 19cc of fluid was injected, the balloon was inflated approximately 2-3 times. The balloon was inflated within the supra-renal stent and it was considered by the physician that pressures within the guidelines for ballooning were adhered to. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A reliant stent graft balloon was used during the endovascular treatment with an unknown stent graft. It was reported during the index procedure, when touch-up was performed in the proximal region, the balloon ruptured. A replacement balloon was used with touch-up performed again successful per the physician the cause of the event is undetermined. No additional clinical sequelae were reported and the patient is fine.